Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the spec, crease fold, and opening. A microscopic analysis was performed which identified three striated edge openings, consistent with use of a surgical tool. Based on the device analysis the final assessment is two striated edge openings on the posterior side due to surgical damage, and a striated edge opening on the anterior side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was extrusion and rupture.

Event description:
Health professional reported left side "extrusion and rupture." Device has been explanted.